Event description:
It was reported that during a lap cholecstectomy, halfway through the procedure, a continuous error tone was heard after a few normal beeps upon activation. Reactivation, same thing happened. Dissembled and ressembled - no change. New disposable attached, no further problems. There was no pt consequence.